Manufacturer narrative:
Product analysis the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately twenty-two months post implant, the patient's device exhibited short battery longevity. Initially post implant, the longevity was at 9.9 years, however currently is at 3.7 years. It was noted that there was a high cumulative charge time and that there were multiple ventricular tachycardia (vt) and ventricular fibrillation (vf) episodes shortly after implant. The device remains in use. No patient complications have been reported as a result of this event.